Event description:
Ous MDR - after an implantation time of about 4 months, impedance values approx 1 kohm were measured during a routine follow-up, whereas a value of approx 2.5 kohm was noted in the lead impedance trend. The pacemaker remains actively implanted. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and the returned device data. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. The returned device data were analyzed. The analysis showed that the clinical observation is probably due to an intermittent electrical interruption in the ventricular p/s channel. There are no indications of a pacemaker dysfunction. In summary, there is no indication of a manufacturing error. The analysis of the returned data indicates an intermittent electrical interruption in the p/s path.